Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 1190mg/dl. Troubleshooting was performed. It was stated that the customer could not get her blood glucose to drop and she passed out. The husband stated that the customer still is in the hospital. The caller mentioned that the insulin pump has a crack at the battery compartment and a piece of the casing is missing. The husband also stated that the device alarmed battery out of limit during normal use, and the buttons has to been pressed several times to work. Advised the caller that the customer should discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. All buttons function properly. However, corroded keypad traces noted during visual inspection. All operating currents tested within specified range. No unexpected battery out limit alarms noted. Cracked and broken battery tube threads noted. Cracked case near all corners of display window and cracked reservoir window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.